Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead were explanted approximately two years after implant due to high thresholds. This crt-d was successfully replaced. No additional adverse patient effects were reported.